Manufacturer narrative:
The meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of missing segments in the results field of the coaguchek xs meter. The display was described as a "white and black scramble" and the screen not legible. No tests have been performed on the meter since (B)(6) 2019. The meter was in storage and this was the first time the meter was taken out of storage. There was no actual misinterpretation of a result.

Manufacturer narrative:
The meter was returned for investigation. Meter was powered on and a full display check was performed. No missing segments or malfunctions of the display were observed. The alleged malfunction was not reproducible. The product performed according to the specifications. Medwatch fields d9 and h3 have been updated.